Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): a health care provider (hcp) reported via a manufacturer representative that the clinician programmer kept displaying ¿programming head initializing¿ without connecting to the implantable neurostimulator (ins). The clinician programmer was not able to connect to the ins. Additional information received from a manufacturer representative reported the patient did not have a programmer or recharger and the hcp did not have a patient programmer either in their office. The hcp tried to use another clinician programmer, but the issue was not resolved. The second programmer turned for 20 minutes before displaying "ins connection not available". The hcp did not try interrogating the ins in another room, but they were in the hcp's office that they used for normal consultations so no electromagnetic interference (emi) was suspected. The cause of the no communication was not determined and no additional troubleshooting was planned. The manufacturer representative thought the ins was flipped and the wrong side was being interrogated. A revision to replace the ins was going to be done shortly. The issue was not resolved at the time of this report. No further patient complications were reported. (B)(4). Additional information received from a manufacturer representative reported the implantable neurostimulator (ins) could not be interrogated and the patient experienced a return of symptoms. No information was available about the cause of the event. The health care provider (hcp) did not verify if the ins was at end of service (eos) or do any troubleshooting. A revision was done and the ins was explanted and replaced (B)(6) 2017. The issue was resolved following the revision. The patient was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the clinician programmer kept displaying ¿programming head initializing¿ without connecting to the implantable neurostimulator (ins). The clinician programmer was not able to connect to the ins. Additional information received from a manufacturer representative reported the patient did not have a programmer or recharger and the hcp did not have a patient programmer either in their office. The hcp tried to use another clinician programmer, but the issue was not resolved. The second programmer turned for 20 minutes before displaying "ins connection not available". The hcp did not try interrogating the ins in another room, but they were in the hcp's office that they used for normal consultations so no electromagnetic interference (emi) was suspected. The cause of the no communication was not determined and no additional troubleshooting was planned. The manufacturer representative thought the ins was flipped and the wrong side was being interrogated. A revision to replace the ins was going to be done shortly. The issue was not resolved at the time of this report. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomalies. The ins battery reached normal end of life (eol) with no telemetry or output. If information is provided in the future, a supplemental report will be issued.